Event description:
Treatment of an aneurysm. It was reported that the patient has a frontal hematoma post pipeline procedure. Craniectomy was performed and no other complications were reported with the patient.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).